Manufacturer narrative:
(B)(4). The device lot was manufactured between june 22, 2014 and june 24, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed fluid in the packaging that contained the device. Further visual inspection revealed that the cause of the leak was complete detachment of the tubing at the solvent-bonded junction of the stress-member located near the top area of the reservoir. The cause of the condition could not be determined with the provided information. A CAPA has been opened to address this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the top of the reservoir during filling. There was no patient involvement. No additional information is available.